Manufacturer narrative:
Prior to the reported event, a steris service technician was on-site to repair the light per the facility's request, as the support base of the light was cracked, a bulb was missing, and the lamp mechanism had a loose wire. When installing the new support and soldering the loose wire, the technician noted the light was missing the camera which had been removed by facility's 3rd party maintenance provider. The technician advised the facility the light could not be returned to service until a new camera or a non-camera sterile hand support assembly was installed, which were not available at the time. The technician labeled the light with a 'do not use' sign and turned the light circuit breakers off on the wall control to ensure the light was not used. The technician also advised operating room employees not to use the light until it was properly repaired. The root cause of the light not turning on prior to the patient procedure was the result of the facility's attempts to use a light that was marked and communicated as out of service. The light is not under steris service contract and is currently serviced and maintained by a third party. Steris provided the facility with a camera kit to repair the light however the facility declined it due to the cost. The facility then sent out the broken camera that was previously on the light to a 3rd party for repair, however the 3rd party was unable to repair it. The facility then received the non-functioning camera back, repaired it themselves and re-attached it to the light, placing it back into service.

Event description:
The user facility reported that at the beginning of a patient procedure the light was not functioning properly. The procedure was delayed approximately 15 minutes; however, it was completed successfully as hospital personnel were able to turn the light on. No injury was reported to either the patient or the hospital staff.